Event description:
(B)(4) clinical study. It was reported that chest pain and stent thrombosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 80% stenosis and was 6 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct placement of a 3.0 mm x 12 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Two days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was hospitalized for worsening chest pain. Patient's electrocardiogram (EKG) showed normal sinus rhythm with no acute st-t wave changes of ischemia or infarction. Coronary angiography performed and revealed 90% stent thrombosis in mid lad. The lesion was treated with direct placement of a 3.5 mm x 12 mm promus drug-eluting stent, resulting in 0% residual stenosis. Two days post procedure, the event was considered as resolved and the patient was then discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in-stent restenosis occurred and not stent thrombosis as previously reported.